Event description:
The healthcare professional reported that prior to the start of a thrombectomy procedure, the device packaging and the device, a 132cm embovac 71 aspiration catheter (ic71132ca / 31426007) were inspected and confirmed to be in good condition. During the thrombectomy procedure, during the removal of the thrombus for the first time, the embovac could not aspirate the thrombus. The physician removed the embovac catheter and found that the shaft of the device was kinked / bent. The physician replaced the device and completed the procedure. There was no report of any negative impact on the patient. On 09-nov-2025, additional information was received. The information indicated that the procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without guidewire / microcatheter). The location of the occlusion targeted by the thrombectomy procedure was at the end of the internal carotid artery (ica). There were no excessive vessel tortuosity or acute bends in the target vessel. The embovac had been advanced / withdrawn against resistance, and it kinked. There was resistance felt during the use of the embovac catheter. The replacement was another embovac 71 aspiration catheter (ic71132ca). The additional information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31426007) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. A 13cm stretched section was noted at the distal end of the catheter. Microscopic inspection was performed on the distal end; it was revealed that due to the stretched condition noted, the internal braided wires were exposed. The issue reported regarding a kinked / bent was confirmed during device inspection. The damages found in the device could be related to the insertion of the catheter through the hemostasis valve, the catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. A review of manufacturing documentation associated with this lot (31426007) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following precaution: - exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.